Manufacturer narrative:
Catalog number and unique identifier are unknown. No information has been provided to date. Initial reporter also sent report to FDA is unknown. No information has been provided to date. 510k number is unknown. No information has been provided to date. No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump alarmed "no disposable clamp tubing" on the pump with 42 milliliter (ml) of medication left in cassette. The patient cleaned the metal sensor and reseated cassette, which did not resolve the alarm. Patient switched to a backup pump with same alarm. Replacement was sent. No patient injury was reported.